Event description:
Per sales rep, the tip of in-situ plate cutter broke off while being used in surgery. The customer was using it to cut off old neuro plate (not stryker) from alternate system. The procedure was completed using an alternate instrument.

Manufacturer narrative:
Device not yet returned for analysis. Internal investigation in process.